Manufacturer narrative:
The x2 user guide state ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. No reported adverse impact to customer¿s blood glucose for the reported issue. Customer uses off label insulin to load cartridges. Reportedly, the customer declined to provide further information or troubleshoot with tandem technical support.